Event description:
Spontaneous inbound call from father of patient and he states the nurse is having issues/ complications with the pump and would like a replacement sent out. No back up pump on site, dad said he infused via gravity and dose was not missed. No adverse events were reported. It is indicated that we would be sending out another pump. Unknown if pump is available for return; unknown if lot or expiration date was provided because it was not documented. No further information provided. Reported to (B)(6) by pt/caregiver.